Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022 to treat mixed mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, reducing mr to 1. On (B)(6) 2022, a follow-up echocardiogram was performed, which found the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to 3-4. The physician feels the slda was due to the thin mitral leaflets. On (B)(6) 2022, a second mitraclip procedure was performed. Two clips were implanted stabilizing the slda clip and reducing mr to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single leaflet device attachment/slda is due to patient anatomy. Additionally, the reported effect of mitral regurgitation (mr) is a cascading effect of the slda. The reported effect of mr is listed in the instructions for use (IFU) which is a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.